Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The symbiq primary tubing set was to be used to deliver an unspecified solution. The secondary tubing set was to be used to deliver an unspecified concentration of magnesium. The height of the secondary solution container in relation to the primary solution container was reported to be "connected appropriately." It was reported that prior to the deliveries being initiated while the nurse was programming the pump, the nurse noted that the secondary solution was backflowing into the primary solution container. The nurse initially replaced the secondary tubing set; however, backflow was noted. The nurse then replaced the primary tubing set and no backflow was noted. The therapies were initiated. There were no reported adverse patient effects and no delay in therapy critical for this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The customer contact could not provide a specific list number, but reported the event was with either list #16021 or list #16107. The two list numbers have a common device name of 80frn and have a 510k of k041550. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).